Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that the patient presented to the emergency department (ed) on (B)(6) 2017 with a two-week history of bright red blood per rectum (brbpr) and melena. The patient's presentation was concerning for gastrointestinal bleeding. Because the patient has a history of gastric vascular ectasia, he was started on a proton-pump inhibitor (ppi) drip in case stomach bleeding was present. He was also administered a bolus of octreotide. Gastroenterology (gi) was consulted, who recommended prep and capsule endoscopy to localize the bleeding source before proceeding with directed therapy. The capsule study identified a bleeding source in the distal ileum so the patient was taken for retrograde balloon enteroscopy. Two arteriovenous malformations (avms) were identified and treated.  The colon had residual blood but no evidence of bleeding. Post procedure, his hematocrit was stable for 24 hours. His warfarin had been held initially but was restarted when he was international normalized ratio (inr) was subtherapeutic. The patient was bridged to heparin when his inr was below 2.0 in order to prevent pump thrombosis. The patient was discharged on (B)(6) 2017 with prescription for octreotide to help prevent event recurrence. The event was reported to have not resolved. The primary investigator deemed the event as possibly related to device and patient condition and unrelated to implant procedure. No further information has been provided.